Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician advanced a 2.75x16mm taxus express2 drug eluting stent when it was noticed that the stent was flared at the distal end and could not be deployed. The procedure was completed by pre-dilating with a 3.0x15mm quantum maverick balloon catheter implanting a 3.5x18mm taxus express2 drug eluting stent. No pt complications were reported.